Event description:
The customer reported that the insulin pump was accidentally exposed to water. The customer stated that water underneath the display was observed and the device was unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.